Manufacturer narrative:
A sample was not returned for evaluation. A review of the photo appears to be a double shot. The investigation of this complaint confirms the reported condition and being related to the manufacturing process. There were no related quality notifications for finished tube or for molded tubes components from mold s134 (which is visible in photo). All process and final inspections comply with specification requirements. (B)(4).

Event description:
It was reported that a 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta broke and leaked blood after use. No injury or medical intervention.